Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The analysis revealed cuts into the insulation 7 cm distal to the is-1 connector pin and a stretched lead body, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Left subclavian occlusion with left arm swelling and pain for some time with several other procedures performed with no resolution of symptoms. System explanted and will be implanted on right side at future date. Should additional information become available, this file will be updated.